Event description:
A ventilated pt became decannulated after the tracheoflex tube became moistened with secretions and dislodged from the trachea and slipped into the surrounding tissue. The lock ring and fixation flange system did not prevent the tube shaft from altering position. The pt required emergency intubation with an endotracheal tube.